Event description:
The olympus endoeye flex deflectable videoscope was returned to the service center for a separate issue. During the device analysis, noise appeared in the image when the angle was adjusted. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, reasonably known information suggests probable causes electrical problems like signal loss or an open circuit. The most probable cause of this complaint is expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.